Manufacturer narrative:
E1 full address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was damaged. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device was damaged. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry image artifact. The issue was identified at maintenance. There were no reports of patient involvement.